Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced seroma at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg pocket site was flushed to address the issue.